Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they would get the replace the controller batteries message when charging the implant. The issue began 3 weeks ago. During the call patient reset the controller and cleaned the controller and recharger pins. Patient denied damages in the controller port and recharger. Patient plugged the recharger and controller was at 80% and implant was low. Patient got excellent then the controller went black and unresponsive. Agent sent request to repair to replace the recharger. Patient mentioned they would reach out to their hcp for reprogramming of their implant. No symptoms were reported. Additional information received that pt called back in and reported the issue did not resolve the issue. Pt reported it took them 4 hours to recharge and the controller went to an all white screen. Agent sent a request to repair to replace the controller. Pt had an upcoming surgery and was meeting their manufacturer representative today. Patient called back saying they were still having the same issue with replace controller batteries soon message. Patient said they'd hit ok and try to charge and same message would come up. Patient said they'd gotten replacement controller and recharger already, but the same issue continued. Patient said if they reset and clean the battery off they might charge for a little bit, but then the same message comes up again. Patient confirmed they were using the replacement equipment. Agent sent replacement battery pack request to repair. Additional information has been received stating that the surgery is not related to the device. Patient(pt) called back stating that they've had their controller, recharger and battery pack replaced but they continued having issues. Pt repeated previously documented information. Pt mentioned the controller charged fine, but charging the ins was very slow taking about an hour to go from 30% to 50% and using a lot of the controller's battery to achieve a minimal implantable neurostimulator (ins) charging. Since the external devices were recently replaced, agent redirected pt to their healthcare provider (hcp) and representative(rep) to further address the issue. Pt stated that their hcp was no longer in business. Agent sent physician listing to the pt's email. Pt stated that they would also try to reach out to their rep. Agent closed the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.